Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the scope connector cover, the plastic distal end cover, the adhesive on the bending section cover, the control unit, the right/left knob, the upward/downward angulation control knob, the free-engage knob, the lock engagement lever, the switch box, the grip, the universal cord, the protector of the universal cord on the control section side, the protector of universal cord on the suction connector side, the suction connector and the scope connector cover were scratched. The objective lens, the suction connector and the control unit had discoloration; due to wear of the angle wire, the bending angle in up direction did not meet the standard value; due to a scratch on the objective lens, flare occurred; due to wear of the angle wire, the play of upward/downward angulation control knob was out of the standard value and due to dirt on objective lens, there was a lack of image on the monitor. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope's screen disappears, and lines appear. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: per information obtained from the customer, the reprocessing status was unable to be confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.